Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage inside pump noted. Pump received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did occur right after moisture exposure. Customer's blood glucose was 86 mg/dl. Customer was advised that insulin pump would need to be replaced.